Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. The fenestrated bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting the base of the grips, on their exterior. The thermal damage to the yaw pulley is unrelated to the conductor wire and insulation of the instrument. No insulation damage was observed. The conductor wire is not damaged or broken. An electrical continuity test was performed and passed. An energy delivery test was performed on an in-house system an passed. The root cause for this failure is attributed to the mishandling/ misuse, commonly caused by collision with another energized instrument. No image or video was available for review. A review of the instrument logs for the fenestrated bipolar forceps (part number 471205-17/ lot number k11220131-0048) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 via system sk0462. The alleged instrument had 12 uses remaining after this last usage. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument tip was burnt. The allegation could be related to the potential for electrical discharge at a location other than intended. Also, failure analysis confirmed thermal damage to the bipolar yaw pulley. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps instrument tip was burnt. The procedure was completed with no reported injury. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activate by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use and no damage was observed. The instrument was also inspected after the completion of the procedure and no damage was found. The fenestrated bipolar forceps instrument did not collide with any other instruments or tool during the procedure. No arcing or thermal damage on the instrument was observed. There was no injury to the patient.